Manufacturer narrative:
Patient information - unknown. Occupation - distributor. Evaluation expected, product not yet received. Upon receipt of product and completion of evaluation, a follow up report will be submitted. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2018-00066 / 00067).

Event description:
It was reported that during a procedure performed on (B)(6) 2018 in (B)(6), when placing the screws the self-retaining driver (37-in-0060) broke and left the tip in the screw, the screw was removed and replaced with a 4.0 diameter rescue screw. A second self-retaining driver (37-in-0060) broke requiring the screw to be removed and replaced using the angled driver readily available in the set. These issues resulted in a ten (10) minute delay of the procedure. No patient injury was reported.

Event description:
It was reported that during a procedure performed on november 20, 2018, in the dominican republic, when placing the screw the self-retaining driver (37-in-0060) broke and left the tip in the screw. The screw was removed and replaced with a 4.0 diameter rescue screw. A second self-retaining driver (37-in-0060) broke requiring the screw to be removed and replaced using the angled driver readily available in the set. These issues resulted in a ten (10) minute delay of the procedure. No patient injury was reported.

Manufacturer narrative:
H3 device evaluation - the broken driver was examined with the aid of a 5x loop. The driver is fractured in the area of the t8 drive feature. The fracture is planar and perpendicular the drive axis. The surface includes small shiny areas coincident with a few outer lobes. The shiny surfaces may represent areas were cracks initiated during prior high stress (bending during torque application) usage. Review of device history record found 31 pieces of lot 3200mm were released for distribution on 6/6/2014 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for this part number. No corrective actions were initiated as this does not appear to be a manufacturing issue, the system includes two drivers and two angled drivers of standard t8 driver feature and usage history is unknown. It is possible that this instrument could have been in use in excess of 4 years. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2018-00066-1 / 00067-1).